Event description:
Customer reported the connection hose to the handpiece had too much space and an e5 error (a fault in the handpiece) was indicated. Device was returned for service. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the wiring was damaged, the device gave off strong vibrations, and it displayed an e5, "fault in handpiece" error. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2013.